Manufacturer narrative:
Device has not returned for evaluation.

Event description:
It was reported that leakage was observed from the connection between vamp flex reservoir and the three way stop cock.